Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and upon insertion, the lens flipped in the eye. The lens was removed with no patient injury and the backup lens was implanted. The lens was discarded by the facility. The reporter stated the cause of the event was due to the technician not seating the foam tip plunger properly in the injector and it twisted when the lens was being inserted, causing the lens to flip. The reporter stated the event was due to user error.

Manufacturer narrative:
No known impact or consequence to patient. Unintended movement. Device evaluated by manufacturer. Lens was discarded by the facility. (B)(4).